Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, episodes of noise were observed on the atrial lead. A revision procedure was performed where the atrial lead was capped and replaced to resolve the event. The patient was in stable condition.